Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse troubleshooted and had both batteries start at 25% and charge up to 75%. The power management board was functioning as well. The unit was charging the batteries when plugged into ac. Therefore, the fse was unable to reproduce the failure. The fse the completed the safety and functionality checks per the service manual and passed to factory specifications. The unit was then returned for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery won't charge.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) batteries will not charge. There was no patient involvement.